Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly, during the implant procedure no click sound was heard while connecting the ventricular lead, however, since no further irregularity was noted, the device was left implanted. At post implant check it was impossible the change the polarity from unipolar to bipolar. Another pacemaker check was performed later: ventricular impedances above 3 kohms and capture failure were observed. A re-intervention was performed accordingly on the same day. During the procedure the ventricular lead was confirmed to be secured to the port by pull test and the connector pin to be fully inserted; the physician inserted the screwdriver in the ventricular screw cavity, but the screwdriver turned freely and click sound was not confirmed. The ventricular lead was disconnected and measured by an analyzer: normal impedance was measured, but a threshold increase (from 1.0v to 1.75v) was confirmed. The physician tried to turn the ventricular setscrew of the subject pacemaker again afterwards (while lead was not inside the port); the click sound was confirmed at this time. A new ventricular lead and a new pacemaker were implanted. The device will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.